Event description:
Add'l info rec'd from MFR (B)(6) 2013: tip of 1mm kerrison rongeur broke off while being used in lumbar disc procedure. Intervention required to remove tip from incision. Note: the 1mm kerrison is a very delicate device for use in the cervical spine. Use of the delicate, 1mm kerrison in a lumbar spinal procedure is not in accordance with good medical practice.

Event description:
Surgeon using 1mm kerrison ronguer during lumbar disc procedure when tip of ronguer broke off. Tip removed from incision.